Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
A customer reported that during a manual self-test, the AED displayed a service code. When further testing was performed to assess the device's ability to analyze a heart rhythm and deliver a shock, the AED unexpectedly powered off and subsequently failed to power back on. They reported this did not occur during patient use.